Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported fit issue with aligners. Patient provided photos that showed lower aligner fit is poor and upper aligner is with in normal limits. The provided photos represented a posterior open bite that was reviewed. Advise patient a two week rest period before moving forward.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.